Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had "left iui fuzz in pins and right iui corrosion." The issue was observed by bd associate during their site visit. The device was then "tagged for repair by the biomedical engineering department and are in the process of being repaired." It was also reported that 'there is no more information that is able to be provided by the biomedical engineering department." There was no patient involvement.